Manufacturer narrative:
Unit received with operating currents within specification and passed self-test. Unit received with missing retainer and reservoir tube lip o-ring. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify low reservoir alarms due to physical damage to pump. Detailed trace analysis confirmed pump error 25 and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay. No unexpected replace battery now alarms were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was short. It was also reported that insulin pump received a low reservoir alarm but reservoir was not low. Customer's blood glucose was unknown. Insulin pump would need to be replaced.